Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed a jugular introducer catheter and a blue braided sheath with a 12f dilator inserted were returned. The paper safety sleeve was removed from around the handle. The trigger (thumb switch) had been unlocked and moved down the deployment track indicating deployment of the filter. Dried blood was observed after removal of the dilator from the sheath. There were no defects noted with any of the returned devices. Photographs of the filters as installed in their capsules were reviewed for this lot number; all filters had the correct pattern and orientation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a filter implantation procedure, deployment issues occurred. A greenfield filter was positioned in the patient. Following delivery of the filter, five of its legs were stuck together. The physician utilized an unknown guide wire to open the legs and the procedure was completed with this device. There were no patient complications reported and the patient's status is fine.